Manufacturer narrative:
(B)(4).

Event description:
Information from (B)(6) database. It was reported that the patient underwent pipeline embolization treatment on (B)(6)-2011 and subsequently experienced a mild headache on the right side with elevated blood pressure and heart rate during the therapy. The computer tomography (CT) scan showed a very small subdural hygroma and a follow up CT scan was reported more stable. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).